Event description:
It was reported that the insertable cardiac monitor (icm) is exhibiting premature battery depletion. No intervention made at this time. The patient was in stable condition with no adverse events.